Event description:
Additional information was received from the patient. They reported that patient had uti¿s prior to implant and they were related to underlying condition. The uti was not yet resolved. The steps taken were patient had an appointment with hcp and they put them on a program. It was unknown if the implanted device or therapy caused/contributed to the uti¿s. The patient reported that they experienced urinary retention prior to device use and the retention was not worsened as a result of the device/therapy. Catheterization was not standard of care prior to device use.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
No new information.

Manufacturer narrative:
H10: note: device code c50791 is no longer apply to this event so review of this , additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803 (place in h10 of supplemental). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the device became unplugged and became low and moved to a move severed place. The patient called back stating they continue to have concerns regarding lack of therapeutic effect. Patient has urinary retention which causes them to have urinary tract infections. Patient currently has a slight infection so they increased amplitude hoping it would give them better control to release their bladder. Patient wanted to know if this was the correct thing to do. They already spoke with their physician's office and were directed to contact medtronic. Reviewed it is ok to increase amplitude as long as it is comfortable. Patient indicated in the past they have increased amplitude to around 5.0 but then decrease down to 1.0 after their urinary tract infection is passed. Reviewed patient may need to leave amplitude at a higher level in order to optimize therapy. Reviewed option to try different programs as well. No further complications were reported/anticipated at this time.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient (pt) reported the device "hasn't been working for the longest while" and stated they think "everything went off by itself". Agent tried to clarify this statement if pt's ins turned off by itself and pt stated they "think so" and stated they "think everything just went off by itself". Pt later stated they "don't know" if their ins turned off by itself. Agent tried to clarify if pt has had a return of symptoms and pt stated they "think the whole system got turned off" and due to this pt did not have the support. Pt then stated they "think maybe the plug went loose and then the power went down". Pt stated ins was working well for pt and pt did not have to wear pads prior to this and stated this all started "around two weeks ago". Agent was unable to clarify if pt's ins had turned off by itself despite attempting to get clarification. Pt connected with their ins and confirmed therapy was on and increased stimulation during call. Pt inquired if they need to take external devices with them when leaving the house. Reviewed external device and therapy overview. Agent did not ask about the circumstances that led to the reported issue. The issue was not resolved through troubleshooting. Pt will monitor symptoms now that change was made. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.